Manufacturer narrative:
The reported assist arm sterile kit is enroute to conmed. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The distributor in (B)(6) reported an aa-sk-kit10 assist arm sterile kit was found to have a crease in the seal during incoming inspection. In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
This is a supplemental report filing as the complaint device was returned for evaluation. Three unused sterile kits were returned in their original unopened package for evaluation. Visual inspection by the packaging engineer found creases in the seal of one device, however, this did not cause a breach in sterility. This complaint was unable to be verified as the returned devices were sterile. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. A two-year historical complaint review revealed no prior complaints for this device family and failure mode. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system.